Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the tubing ballooned and broke in the middle of the tubing in the cicu.

Manufacturer narrative:
The customer¿s report that the tubing ballooned and broke was confirmed. A picture received from the customer showed that the silicone segment had a balloon bulge near the upper blue fitment. The root cause of this failure was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing ballooned and broke. There was no report of patient harm.